Manufacturer narrative:
Device evaluation is not necessary as the infection is not related to the functionality or delivery of therapy of the device.

Event description:
It was reported that a patient's generator was explanted due to an infection. Device history records were reviewed for the patient's implanted devices indicating that both devices were sterilized and passed all quality inspections prior to distribution. No further relevant information has been received to date.